Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Another pacemaker was subsequently implanted. Damage to the lead connector section was reported, as a result of the difficulties sustained.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.